Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that premature stent deployment occurred. The target lesion was located in the saphenous vein graft. A 3.50x16mm promus premier¿ stent was selected. During unpacking, it was noted that the balloon was semi deployed. The procedure was completed with a different device. No patient complications were reported.